Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Patient reported left side capsular contracture, baker grade IV. Additionally, patient reported rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and overweight. A visual and microscopic analysis was performed which identified: crease sharp opening, crease smooth opening, stress marks. Based on the device analysis the final assessment is: a opening crease sharp on posterior due to fold flaw opening. A opening crease smooth on posterior due to fold flaw opening additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Patient reported left side capsular contracture, baker grade IV. Additionally, patient reported rupture. Device has been explanted.